Event description:
According to the journal article, 'acute pseudo-pericardial tamponade': the compression of the thoracal inferior vena cava- a case report, describes a case of a (B) (6) woman which was admitted to the hospital for mitral valve replacement (mvr). An acute compression of the vena cava inferior developed after repair of lacerated atrio-caval junction with bioglue. Removal of the bioglue relieved the unexpected problem.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.